Manufacturer narrative:
The reported event of excessive force needed to remove the atrial lead from the device header was confirmed. Analysis found this device has the original sbp header design with tighter tolerances. Lead insertion and removal tests were performed and confirmed the anomaly, consistent with the reported complaint. With the original sbp header design if the physician managed to insert the leads into the connectors the leads would have to be forced into the connector ports with excessive force and manipulation. The same or greater forces would then be needed to remove the leads. This is what was experienced during explant where normal force and manipulations could not remove the lead. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. During the procedure the atrial lead could not be released from the pulse generator header. Silicone was applied to the lead at the insertion site of the header. The lead was removed successfully with additional force. The pulse generator was explanted and replaced. The patient was in stable condition.